Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance measurements that remained within normal range, and high threshold measurements. Shock impedance measurements were noted to be good. The patient was not pacemaker dependent at the time. Technical services (ts) noted the lead appeared to show signs of exit block. A lead revision procedure was performed in which the pace/sense portion of the lead was capped and the shocking portion of the lead remains in service. The device was programmed for shocking capabilities only. No additional adverse patient effects were reported.